Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error and no delivery. The blood glucose reading was 196mg/dl. Troubleshooting was performed, and the drive support cap was flush. The caller stated that the device was exposed to a body scanner for ten minutes at the airport a year ago. No further information was provided.